Event description:
It was reported the patient's blood glucose level rose to 289 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for not sure delivering insulin and swelling at the infusion site. Treatment information was not provided.

Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown when or how this damage occurred. No timeouts or drive stalls were seen in the download data. Fluid still flowed through the entire fluid path during investigation. No other damages or defects were found that would impact the delivery of insulin. Inspection of the device found no damages or defects that would contribute to skin swelling. The cause of the reported swelling could not be determined. Locked down smartphone: phone_control_ios, omnipod software app version: 3.0.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.